Event description:
The customer called about an e11 error code she had received while testing with her contour meter. The customer initital complaint did not meet the criteria to be reported, but her test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer received e11 error codes which could indicate exposure to moisture. The qa lab found the returned reagent to read an average of 334 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.